Manufacturer narrative:
We were informed that this lead was capped on 4/4/19 due to loss of capture and impedances rising to 2300 ohms. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead shock impedance reported to be consistently greater than 150 ohms. Pacing and sensing values have been consistently in range for the same time period. Device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
Lead shock impedance reported to be consistently greater than 150 ohms. Pacing and sensing values have been consistently in range for the same time period. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.